Event description:
It was reported that at the end of the procedure the physician realized a char at the proximal end of the distal electrode. During the procedure there were no complications and no patient consequence. The patient outcome was good. The act level was good. Act: 360, 252, 389, 396, 362, 389. Multiple attempts were done to request for further details of the event. However no additional information has been provided.

Manufacturer narrative:
(B)(4).